Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported ultrasound array partially out during a diagnostic endoscopic ultrasound procedure involving an olympus ultrasound gastrovideoscope .there was no patient injury reported.